Manufacturer narrative:
A review of the analyzer service history was performed, and the review did not identify any additional issues. A review of complaint and trending data identified no similar complaints nor any trends for the probe with regards to injury. The current complaint is the sole complaint of a gear, main, reaction crsl. And nozzle, #1, #4 & #5 associated with injury during the review period. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no similar issues as described in this complaint. Labeling was reviewed and sufficiently addresses the issue. The architect system operations manual, architect c8000 system service and support manual and architect c8000 global field service training program participant guide address safety hazards, including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. Warning icons for probe stick hazards are provided for the user, user is cautioned to be especially cautious when performing adjustment, maintenance, cleaning, or repair procedures. Based on this investigation, no systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While repairing an architect c8000 analyzer an abbott field service representative (fsr) cut his hand on the cuvette nozzle. The fsr cleaned the area with soap and water. No stitches were required but he was given a prescription to take for a month as a precaution.